Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. To fix the reported issue, the fse replaced the batteries and performed full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released to the customer and cleared for clinical service. (B)(6). (B)(4). The initial reporter is a getinge employee whose contact details are different from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 had a short battery run time. There was no patient involvement, and there was no adverse event reported.